Event description:
According to the reporter, the balloon would not inflate. There was no patient injury, no bleeding or tissue loss, no tissue damage and no delay in operating time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).